Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed tothe event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusioncan be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error as well as a weak battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.